Event description:
It was reported that while preparing for surgery, it was noted that the packaging of 4 blades would not peel open as specified. It was also reported that the blades were not used on a patient and the sterile area was not compromised. It was further reported there were no delays as a result of this event.

Manufacturer narrative:
The 4 blades subject to this investigation were returned for evaluation. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.